Event description:
It was reported that a battery depletion and inaccurate battery life were experienced. There was no adverse impact to the customer¿s blood glucose level. The customer declined troubleshooting and no follow-up action was needed from technical support.